Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain/chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and psychological trauma ("psych injury"). At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, back pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping),back and migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: failure to occlude, malposition.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Events- migration, abdominal pain, dysmenorrhea (cramping), back pain and psych injury were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device ¿ location: uterus/failure to occlude (close) fallopian tubes/coils completely embedded in myometrium') and embedded device ('coils completely embedded in myometrium') in a 24-year-old female patient who had essure (batch no. 12475788, 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz), etonogestrel (nexplanon) from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic/ pelvic pain"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("anxiety/mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 18 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and complication of device insertion ("uterine lining with it being difficult to identify ostia bilaterally"). The patient was treated with surgery (hysterectomy + bi-s). At the time of the report, the device expulsion, embedded device, abdominal pain, dysmenorrhoea, back pain, depression, vaginal haemorrhage, menorrhagia, anxiety and complication of device insertion outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, anxiety, back pain, complication of device insertion, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping),back and migration. Discrepancy noted in essure insertion date:- (B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the essure device is seen coiled around the right side of the uterine cavity.; on (B)(6) 2018: 1. There are 2 appropriately positioned essure devices. 2. Additionally, 2 misplaced essure devices are posterior to the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: pfs received. Event "pelvic pain" outcome was updated to recovering/resolving". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device ¿ location: uterus/failure to occlude (close) fallopian tubes/coils completely embedded in myometrium') and embedded device ('coils completely embedded in myometrium') in a 24-year-old female patient who had essure (batch no. 12475788, 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz), etonogestrel (nexplanon) from (B)(6)2017 to (B)(6)2018, nsaids since (B)(6)2010 and paracetamol (acetaminophen) since (B)(6)2010. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic/ pelvic pain"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("anxiety/mental anguish"). On (B)(6)2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 months 18 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), complication of device insertion ("uterine lining with it being difficult to identify ostia bilaterally"), genital haemorrhage ("general abnormal bleeding"), post procedural complication ("post procedural complication") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6)2019. At the time of the report, the device expulsion, pelvic pain, abdominal pain and back pain had resolved and the embedded device, dysmenorrhoea, depression, vaginal haemorrhage, menorrhagia, anxiety, complication of device insertion, genital haemorrhage, post procedural complication and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, complication of device insertion, depression, device expulsion, dysmenorrhoea, embedded device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping),back and migration. Discrepancy noted in essure insertion date:- (B)(6)2010 and (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: the essure device is seen coiled around the right side of the uterine cavity.; on (B)(6)2018: 1. There are 2 appropriately positioned essure devices. 2. Additionally, 2 misplaced essure devices are posterior to the endometrial cavity.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication, general abnormal bleeding and uti. Updated outcome of events device expulsion, abdominal pain, pelvic pain, back pain as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device ¿ location: uterus/failure to occlude (close) fallopian tubes/coils completely embedded in myometrium') and embedded device ('coils completely embedded in myometrium') in a 24-year-old female patient who had essure (batch no. 12475788, 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz), etonogestrel (nexplanon) from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("anxiety/mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criterion medically significant), 2 months 18 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and complication of device insertion ("uterine lining with it being difficult to identify ostia bilaterally"). At the time of the report, the device expulsion, embedded device, pelvic pain, abdominal pain, dysmenorrhoea, back pain, depression, vaginal haemorrhage, menorrhagia, anxiety and complication of device insertion outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, complication of device insertion, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping),back and migration. Discrepancy noted in essure insertion date(B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the essure device is seen coiled around the right side of the uterine cavity.; on (B)(6) 2018: 1. There are 2 appropriately positioned essure devices. 2. Additionally, 2 misplaced essure devices are posterior to the endometrial cavity. Imaging procedure - on (B)(6) 2011: failure to occlude, malposition.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: back pain and dyspareunia. Lot number: 12475788, manufacturing date: 2011-01, expiration date: 2013-12; lot number: 810880, manufacturing date: 2010-12, expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device ¿ location: uterus/failure to occlude (close) fallopian tubes/coils completely embedded in myometrium') and embedded device ('coils completely embedded in myometrium') in a 24-year-old female patient who had essure (batch no. 12475788, 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating. Concomitant products included drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz), etonogestrel (nexplanon) from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain/chronic"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anxiety ("anxiety/mental anguish"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criterion medically significant), 2 months 18 days after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain") and complication of device insertion ("uterine lining with it being difficult to identify ostia bilaterally"). At the time of the report, the device expulsion, embedded device, pelvic pain, abdominal pain, dysmenorrhoea, back pain, depression, vaginal haemorrhage, menorrhagia, anxiety and complication of device insertion outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, complication of device insertion, depression, device expulsion, dysmenorrhoea, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, chronic, dysmenorrhea (cramping),back and migration. Discrepancy noted in essure insertion date:- (B)(6) 2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the essure device is seen coiled around the right side of the uterine cavity.; on (B)(6) 2018: 1. There are 2 appropriately positioned essure devices. 2. Additionally, 2 misplaced essure devices are posterior to the endometrial cavity. Imaging procedure - on (B)(6) 2011: failure to occlude, malposition. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: back pain and dyspareunia. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs and medical record received. Events added: coils completely embedded in myometrium, abnormal bleeding (vaginal), menorrhagia, anxiety/mental anguish and uterine lining with it being difficult to identify ostia bilaterally. Event clubbed and pt term updated: migration/migration of essure device ¿ location: uterus/failure to occlude (close) fallopian tubes/ coils completely embedded in myometrium and psych injury/depression. Medical history, concomitant drugs and reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.